Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery gauge rapidly decreased from 80% to 40% battery life. The battery was then charged to 100% and then later decreased to 75% battery life faster than expected. There was no impact to the customer's blood glucose level. It was indicated that the pump would continue to be used for diabetes management until replacement pump is received.